Manufacturer narrative:
(B)(4). Only event year known: 2022. Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic colon procedure firing of cdh25p the device would not fire. I walked the customer through all of the troubleshooting options, and nothing worked. They replaced the device with a new one while leaving the anvil in. The new device worked. The surgery was delayed by 30-minutes. No fragments were generated. The surgery was completed successfully with no patient consequences.

Manufacturer narrative:
(B)(4) date sent: 07/05/2022

Manufacturer narrative:
(B)(4) date sent: 07/18/2022 d4: batch # t5ep6l investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cdh25p device arrived with no apparent damage and no anvil was received. The breakaway washer was not present and the device was fully loaded with staples, indicating that the device had not been fired. However, when the test battery was installed the green checkmark illuminated indicated that the device was not reset. No functional test was performed due to the condition of the device. This defect has been correlated to a manufacturing process. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 08/23/2022 investigation summary: the device was sent for additional evaluation. Upon arrival to the pi lab, the device was disassembled to verify the condition of the internal components and at that time a battery was again installed in the device. When the battery was inserted the second time, the checkmark had cleared from the device. During removal of the shrouds, the bulkhead was damaged. No apparent damage was found on other internal components, however when lightly touching 1 of the stop switches the green checkmark will intermittently illuminate. The device was able to be successfully fired and reset 3 additional times without incident. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The most likely cause of the contaminate on the stop switch is foreign matter from surgery. Based on the analysis intermittence of the 1 stop switch noted, the would not fire condition is confirmed. This defect has been correlated to a manufacturing process.